Manufacturer narrative:
Device evaluation of battery packs has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the batteries. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged batteries.

Event description:
A us distributor reported that a battery was unable to power on a monitor.